Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, upon safety check, the device was noted to be cracked. There was no reported patient involvement and outcome associated with this event.

Manufacturer narrative:
Additional information: (UDI #), (name, email), (phone, fax #). Evaluation summary: one sample was received for evaluation and the reported event was confirmed. The reported event was reproduced in a previous investigation and the only way to cause that condition is to subject the piece to a high heat, therefore the reported event was not confirmed as related with the manufacturing process since the 15 mm flange- connector is not exposed to a high heat during the process, besides the damage observed in the sample, would have been detected immediately since that defect is extremely obvious. All manufacturing controls were found acceptable and effective to detect the reported event. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.